Event description:
Complainant alleged that the clinicians were attending a female pt (age unk) in cardiac arrest. When the clinicians began treating the pt, the pt was in electromechanical dissociation. The pt's heart rate was 150 and there was no cardiac output. The defibrillator analyzed the pt's electrocardiogram and adviced shock. The complainant reported that the pt went into ventricular fibrillation twice and was administered two 200 joule shocks. Upon subsequent review of the device electrocardiogram report, the complainant alleged that the device inappropriately advised shock to a non-shockable rhythm.